Manufacturer narrative:
The pump was returned to animas. Evaluation revealed a misaligned display screen and dislodged force sensor pins. Review of the pump download history revealed multiple loss of prime alarms. On the load step during evaluation, the pump did not detect the cartridge. Unrelated to the load step failure evaluation also discovered that the pump display was dim and reddish. A test display flex was installed and the screen display colors were normal. There was also evidence of a battery compartment crack.

Event description:
Evaluation revealed a misaligned display screen and dislodged force sensor pins.